Event description:
As requested by the user facility: reports the set cracked just above the first y-site and a second tubing cracked on the second y-site. The reporter stated the "cracks are not visible, you just see leakage." One incident involved leakage of a chemo medication (doxil). The leakage was noticed during administration.

Manufacturer narrative:
(B)(4). Two used space pump IV sets were received for eval. Packaging returned with the samples indicated the reported lot number, 0061406214. Both sets were subjected to an air pressure (leakage) test according to specification. The first set had acceptable results with no leakages observed. During testing on the second set, leakage was observed through the vent holes of the distal ultrasite valve. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve. There were no other reports of this nature against the reported lot number. Investigation into this reported event is ongoing. Following the receipt of add'l info and/or completion of the investigation, a f/u report will be filed.